Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Legal claim was received. The patients medical records indicate that she was revised to address infection. The patella and tibia were close to being loose and came out easily. The femoral component came out with minimal bone loss.